Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there was a primary audible background on (B)(6) 2021 07:56:55 immediately following "occlusion- check infusion line". There was a cracked battery door around the screw, and no sign of fluid ingress. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the battery door was cracked. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test and auxiliary control unit (acu) watchdog failure. The acu watchdog failure alarm is a secondary alarm related to the primary audible alarm bgnd test. During the functional testing was unable to duplicate the alarm issue and there was no issue with the main board. It was operating as intended. The root cause was for the alarm was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. No action taken since no problem was found with main board, it was operating as intended. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
Additional information received via email from manager of customer and technical support and attached in complaint: no further information available. The customer has been filing these generic complaints based on server reports they are generating themselves. As far as the customer knows, they are not pulling individual event history log (ehl) from pumps, they are just filtering reports to show auxiliary control unit (acu) watchdog failure. There was no patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the battery door was cracked. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test and auxiliary control unit (acu) watchdog failure. The acu watchdog failure alarm is a secondary alarm related to the primary audible alarm bgnd test. During the functional testing was unable to duplicate the alarm issue and there was no issue with the main board. It was operating as intended. The root cause was for the alarm was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. No action taken since no problem was found with main board, it was operating as intended. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
Additional information received via email from manager of customer and technical support and attached in complaint: no further information available. The customer has been filing these generic complaints based on server reports they are generating themselves. As far as the customer knows, they are not pulling individual event history log (ehl) from pumps, they are just filtering reports to show auxiliary control unit (acu) watchdog failure. There was no patient injury.